Event description:
Hosp observed increased incidence of sternal wound infections. One component potentially associated with this event was the sternal saw's adequate cleaning and mechanical integrity. On 11/21/00 the hosp concluded that use of the device may have contributed to the event.